Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with worn button symbols. The keypad was fully intact, with no peeling or damage observed. Contamination was found underneath all of the keypad button contacts. The pump booted to the verify screen with a dim pink contrast. A visual inspection of the battery compartment revealed a crack at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination on the keypad buttons, and a dim and discolored display screen as well as a crack in the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.